Event description:
It was reported that it took longer than normal for the device to resume normal programmed operation and regain capture after the completion of threshold testing using the programmer. A patient reported feeling light-headed. The device and programmer remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.